Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device determined that the spike had separated from the tubing. Further testing revealed that the tubing insertion tolerance was outside of the specification limits. The root cause was determined to be a manufacturing defect; however, the precise cause was not determined. No other observations were noted on the unit. A corrective and preventative action (CAPA) record was initiated to investigate this issue.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set leaked. This occurred prior to infusion with blood. The reporter stated that after spiking the bag, the spike of the set separated from the drip chamber. This caused blood to leak onto the patient. There was no patient injury or medical intervention reported. Additional information was requested and is not available.